Event description:
During an initial implant procedure, before the right ventricular (rv) lead was implanted, the helix was unable to extend. A new rv lead was successfully implanted to resolve event. The patient was stable.